Manufacturer narrative:
Customer reported the following information: the original sample was drawn from an IV site with fluid running through it. He feels that the blood gas sample was diluted as a result. The sample from the lab was transferred by syringe through a needle going into a vacationer cap. He feels that the lab sample was hemolyzed by this transfer. He was unable to check the original lab sample as it was discarded by the lab. A new sample was drawn from the patient and rerun on the rp500 instrument. All the results were in agreement. Based on the above info and a discussion with customer, the customer believes the sample was hemolyzed and the discordant results were due to sample handling. Customer indicated that he will retrain the staff about proper drawing technique. Instrument is performing as intended.

Event description:
Customer reported discordant potassium (k+) and chloride (c1) results on the instrument which caused a delay in treatment. There was no report of injury due to this event.